Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. To fix this issue the fse replaced batteries due to failing of battery run time. The fse performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a battery issue. The fully charged batteries drain quickly and the iabp then runs on ac power. It is unknown under which circumstances the event occurred. However, no patient involvement or adverse event was reported.